Event description:
Baxter reported a "wet machine found at tsc". Historical information regarding moisture in the pneumatic area indicates the failure to be a leak in the cassette of a homechoice set used for apd therapy. No patient injury or medical intervention was reported by baxter.